Manufacturer narrative:
Ventec's clinical team provided the reporter, a respiratory therapist (rt), with clinical and technical assistance. No further information or communications about the reported event have been received. The device was not returned to ventec for evaluation. The cause of the report issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event. The reporter, a respiratory therapist (rt), was transporting a patient was covid+ and had bilateral pneumothorax via ambulance when the issue was observed. There were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter did not provide the device's serial number.